Event description:
It was reported that testing was carried out which showed high impedances on 10 electrode channels, indicating that the device has malfunctioned. As the pt is bilaterally implanted, the parents did not notice any change in their child's performance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.